Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the luer connection broke when attaching a syringe to extension set could not be verified due to the product not being returned for failure investigation. A device history record review for model me2020 and lot number 22129151 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) the components separated. . There was no report of patient impact. The following information was provided by the initial reporter: description of product: set ext microbore n/dehp 60in 50ea/ca lot or s/n: (B)(6). Complaint category: damaged / broken reportable: no. Incident date: 10 mar 2023. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): concern description: luer connection broke when attaching a syringe to extension set. Complaint noticed: prior to use problem frequency: 1st time customer exposure: patient injury: no. Has health canada been informed? No. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no. Return qty:

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) the components separated. There was no report of patient impact. The following information was provided by the initial reporter. Description of product: set ext microbore n/dehp 60in 50ea/ca. Lot or s/n: (B)(4). Complaint category: damaged / broken. Reportable: no. Incident date: (B)(6) 2023. Hospital complaint reference #: (B)(4). Details of complaint (reported issue). Concern description luer connection broke when attaching a syringe to extension set. Complaint noticed prior to use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? No. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.